Manufacturer narrative:
Pharmacovigilance comment: 06/27/2014: lip disorder assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(6) 2014 from a consumer and concerns a female pt of an unreported age. The pt's medical history and concomitant medications were not reported. On and unk date, the pt started treatment with sculptra (poly-l-lactic acid) injection for an unk indication. It was reported that pt had "lips and lip tattoo" procedure along with the sculptra all in one week. The batch number was not reported. On an unk date the pt experienced the lips looking uneven. The pt insisted it was due to the sculptra. The pt was advised to see the practitioner that administered the sculptra. It was reported that subsequently the product was removed by the practitioner. On (B)(6)-2014, the pt then came back for another sculptra treatment. It was reported that the pt had a total of four treatments in total. On an unk date, the pt stated that she thinks she looks like she had a stroke. The reporter is waiting for pt to provide photos. No add'l info is available. This report was forwarded from (B)(6) to valeant on (B)(6) b2014.